Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(4) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes had foreign matter inside. No report of serious injury or medical intervention.